Event description:
It was reported that the patient received inappropriate therapy in (B)(6) 2013 for atrial fibrillation with rapid ventricular response. The patient developed rhabdomyolysis and renal failure and remained in the hospital for seven months. The device was reprogrammed and the patients medications were adjusted. No further inappropriate therapies occurred thereafter. The patient condition has been stable since hospital discharge.